Event description:
It was reported that multiple episodes of automatic mode switch were seen upon review of the transmission. The patient was asymptomatic. Undersensing was also noted. No further information is available.

Manufacturer narrative:
(B)(4).